Manufacturer narrative:
Unit received with all operating currents within spec and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the dat test at 0.08740 inches. Unit alarmed unexpected alarm during unexpected alarm error test and after battery installation. Unable to determine the root cause of unexpected alarm due to pump preservation. Unit received with minor scratched display window and case.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was a heart attack. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Pump alarmed a21 during a21 error test and after battery installation.

Manufacturer narrative:
Device received with all operating currents within spec and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Device passed the delivery accuracy test. Device alarmed unexpected restart error during unexpected restart error test and after battery installation. Unable to determine the root cause of unexpected restart error due to pump preservation. Device received with minor scratched display window and case.